Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal stent was implanted to treat a 6 cm malignant stricture in the mid esophagus on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, after deploying the stent, an endoscopic check was done and the physician noted that the stent was not fully expanded inside the stricture. The physician left the stent implanted and completed the procedure. The following day, on (B)(6) 2016, another procedure was performed and another ultraflex¿ esophageal stent was implanted within the un-expanded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.